Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
It was reported, the pump was explanted. It was noted, the pump replacement was because of a wish of the patient. It was noted, the pump was moved from the back to the abdomen. It was stated, the pump position and size was disagreeable for the patient. It was noted,the patient was changed from a 40ml pump to a 20ml pump because it was too big. It was noted, there were no volume discrepancies during the pump¿s life. It was reported, the pump was filled with morphine. The patient status was noted as alive with no injury.